Event description:
A patient underwent uneventful closure of an asd in 2006 using transesophageal echo guidance. The defect was sized to 24mm by tee and angiography. There was a small aortic rim seen by tee and previous MRI. She had a normal superior rim of 9mm. Therefore, a 28mm asd amplatzer device was used. Post deployment of the device, tee showed the device was well seated with no residual shunting. An echocardiogram done the following day showed the device was well seated and there was significant residual flow through the device. Of note, the patient was pregnant at the time of the procedure. She has a history of a cardiac murmur since early adulthood. She had an uncomplicated pregnancy and delivery in 1991. In 2005, her primary care physician noted that her murmur increased. Echo showed an asd with right ventricular enlargement. Cardiac MRI confirmed a secundum asd and moderate right atrial and ventricular enlargement. During her pregnancy, she developed increased dypsnea on exertion. It was felt she had a hemodynamically significant asd. Therefore, she was referred for percutaneous closure of the asd before the expected hemodynamic changes occurred during the third trimester of pregnancy. In 2006, she was re-admitted to the hospital with neck pain, dizziness, hypotension and syncope. Echo showed a pericardial effusion and she was taken to the cardiac catheterization lab. A pericardiocentesis was done and 320cc of bloody fluid was removed. Her condition improved markedly. It was felt she had an erosion of the device and she was referred for emergency cardiac surgery. Her surgery went well. The device was removed, the asd was patched closed and the aorta was sutured. The patient was taken to the cardiac intensive care unit in stable condition. She was closely monitored by the cardiac surgical and obstetric services. The day following surgery, she was transferred to the surgical step down unit. Fetal heart monitor readings were taken every shift and remained stable. Forty-eight (48) hours post surgery the fetal heartbeat was not detected. An ultrasound performed by the obstetric department confirmed fetal demise. Two days later, the patient underwent a d+c. She was stable enough to be discharged home the following day. An echo done 3 weeks later showed there was no evidence of residual shunt and echogenicity consistent with a graft.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.